Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for intractable pain. It was reported that the battery depleted faster and the device was charged once a day before, but it could not last until it was charged once every half day, impedance abnormality. The device settings were 5v, 300s, 40,000 o, 33-300 hz/pps, + electrode set was 15, -electrode set was 13, and daily usage was 24 hrs/day. The programmer for the physician was not saved was the reason for missing telemetry data. The environment, external, and patient factors that may cause the event were reported as rehabilitation during hospitalization. Because only electrode no. 13 was 40,000 o, the settings was changed to use electrode no. 12; the charging interval became 0.5 days 1.7 days. The issue was resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that the cause of the battery depleting faster/needing to recharge more frequently and high/out of range impedances was not determined. The hospitalization was not the normal implanting hospitalization, but it was reported to be not related to mdt devices.